Event description:
The customer reported the air supply was insufficient and water remained on the lens surface. It was also reported that the rubber part appeared to be missing. The reported issue occurred while preparing the subject device for use during a diagnostic colonoscopy procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the valve was clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material in valve).

Manufacturer narrative:
During inspection and testing, packaging damage was confirmed.. The device history record was not able to be reviewed for the subject device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the foreign material was derived from silicone-based substances such as watertight packing, the products used in combination with the scope (e.g., buttons, injection tube, cleaning tube, deterioration of water supply tank, etc.), and peripheral equipment. It is possible that insufficient air supply and damaged packing may have caused foreign matter to reach the button vents. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.